Event description:
On a routine control 4 months after first implantation surgery (dated 2007), a broken screw is detected on the right foot after examining x-ray. First surgery was due to a diagnosis of bilateral hallux valgus that had 20 years of evolution. As a result of this, 1 cortical screw is implanted on each foot.